Event description:
It was reported that the lead perforated into the left ventricle post implant. Lead was repositioned several times due to low r waves. The r waves were monitored and showed steady rise one week later. Patient was asymptomatic.